Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was explanted.

Manufacturer narrative:
Additional information received reported the device seemed to be blocked and there were problems with draining. Device information and code updated the returned valve was patent. The valve met the requirements for siphon, pressure-flow, and preimplantation testing. However the valve did not meet the requirements for reflux testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported there was no injury to the patient. Patient, device, and physician information provided.